Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxi 800 access immunoassay system was leaking fluid. The customer stated that the fluid was coming from the pump tray above the liquid waste bottles. The customer stated that nobody came in contact with the fluid without ppe. Msds was not reviewed but the customer stated the facility has a hazardous exposure policy in place. The customer reported that there was no injury to user or exposure to bio-hazardous waste associated with this event.

Manufacturer narrative:
The leaking liquid can potentially contain not only wash buffer, but patient sample waste, qc material, and other substances that are considered chemical and/or bio-hazardous in nature.service was on site on (B)(4) 2011. The field service engineer (fse) found a tubing was leaking on the waste side of the fluidics drawer. The fse replaced the tubing and cleaned up the leaks. The fse verified repair per established procedures. The results met published performance specifications.(B)(4).